Event description:
The patient underwent the successful coil embolization of a ruptured basilar artery aneurysm. Approximately ten months post procedure, the patient underwent a second procedure during which a further twenty nine coils were implanted into the aneurysm. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Conclusions: anticipated procedural complication.a device history record review was performed for all the batches used in the index procedure. This confirmed that these batches all met material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent the successful coil embolization of a ruptured basilar artery aneurysm. Approximately ten months post procedure, the patient underwent a second procedure during which a further twenty nine coils were implanted into the aneurysm. There was no reported clinical consequence to the patient.